Manufacturer narrative:
Due to the limited information on the patient's outcome and the link with the device, the event is being reported in a conservative manner. Based on the information available, the device is not available for return and the serial number was not provided. Therefore, further inspection on the device was not possible at this time. The manufacturer is following up to obtain further information on the event.

Event description:
The manufacturer was informed that a mitroflow size 21 was explanted after 6 years of implant. No further information is available at this time.

Manufacturer narrative:
Due to the limited information on the patient's outcome and the link with the device, the event was reported in a conservative manner. However, the root cause could not be determined as no investigation was possible (device not returned, serial number not provided) and no feedback from the site has been received.